Manufacturer narrative:
The wife of a patient called for a replacement stent card for her (B)(6) husband and additionally reported adverse events. On (B)(6) 2005 the patient had a cypher stent placed in an unknown vessel due to diagnosis not obtained after "failing stress test". Beginning (B)(6) 2014, consumer experienced being "short of breath and lightheaded." As treatment, two additional unspecified cardiac stents were placed in unknown vessels. Patient could not confirm if those two stents were cordis stents. Patient was treated as an outpatient. Event resolved. Additional information obtained from the reporter indicated that the location of the original stent is not known. She has no idea where the original stent is and where the additional stents were placed but knows they are on the left side. The additional stents are not made by cordis. Multiple attempts were made without success to obtain additional information. The patient¿s medical history included a allergy to cipro and hypertension. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
The wife of a patient called for a replacement stent card for her husband and additionally reported adverse events. On (B)(6) 2005, the patient had a cypher stent placed in an unknown vessel due to diagnosis not obtained after "failing stress test." Beginning (B)(6) 2014, consumer experienced being "short of breath and lightheaded." As treatment, two additional unspecified cardiac stents were placed in unknown vessels. Patient could not confirm if those two stents were cordis stents. Patient was treated as an outpatient. Event resolved. No further information was obtained. The wife of a patient called for a replacement stent card for her husband and additionally reported adverse events. On (B)(6) 2005, the patient had a cypher stent placed in an unknown vessel due to diagnosis not obtained after "failing stress test." Beginning (B)(6) 2014, consumer experienced being "short of breath and lightheaded." As treatment, two additional unspecified cardiac stents were placed in unknown vessels. Patient could not confirm if those two stents were cordis stents. Patient was treated as an outpatient. Event resolved. Additional information obtained from the reporter indicated that the location of the original stent is not known. She has no idea where the original stent is and where the additional stents were placed but knows they are on the left side. The additional stents are not made by cordis.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.